Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during infusion. It was observed that medication remained within the device after 46 hours of therapy. The total fill volume was 220ml (fluorouracil 90ml and saline 130ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H4: device manufacture date ¿ the lot was manufactured between february 13-15, 2024. H11: the device was received for evaluation. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported flow problem. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. Based on the functional flow test result, the infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.